Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that 2 gauges of trocars are leaking during the surgery. The surgery was completed. No patient harm. This is 1 of 2 reports for this facility and is for the 23 gauge trocars.